Manufacturer narrative:
The customer did not return the rotor. The customer was provided with a new rotor, which has resolved the issue. No further investigation may be carried out. (B)(4).

Event description:
A customer in the united states reported an rt12 rotor breakage in a statspin mp centrifuge during centrifugation. The customer indicated that all pieces were contained and no personnel were injured. Gloves, coat and goggles were being worn during cleanup. The customer indicated that samples were lost but did not report any affect to pts. There were no injuries associated with this event.